Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds on the right ventricular (rv) lead. Fluoroscopy confirmed that atrial (ra) lead and rv lead had a lack of slack issue. The physician elected to explant and replace the rv lead and ra lead was revised. The patient was in stable condition.